Event description:
Performing thermal balloon ablation after obtaining pressure and two mins of treatment, pressure dropped and fluid was discharged from the vagina. Procedure was aborted. Balloon was removed. Wire from device was protruding from end of balloon. Hysteroscopy done to check pt for injury and redo procedure with new balloon. No injury to the pt was identified.